Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Technical services (ts) was consulted and upon review of the presenting electrogram (egm) suspected to crosstalk oversensing was observed. Further evaluation was recommended. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.